Manufacturer narrative:
The suspect computer was returned and evaluated. First boot to login screen was successful. Launched cranial software application and ran video card testing. No hdd or ram errors reported. No faults encountered. Computer passed all testing with no problem found. No further subsequent issues reported with the system after computer replacement.

Event description:
A medtronic representative reported a site navigation system that would become unresponsive. No further details were provided. There was no patient present when this issue was identified.

Manufacturer narrative:
Correction: on 13-oct-2015, it was noticed that a previous MDR submission contained incorrect information with regards to the common device name, product code and/or PMA/510(k). This MDR is being submitted to correct this information. There is no new information to change the patient information, event description or manufacturer narrative that was previously reported.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. RMA issued. Replacement computer shipped to site (B)(4) 2014. No parts have been returned to manufacturer for analysis.

Manufacturer narrative:
A medtronic field rep went to the site and tested the system; the reported issue could not be duplicated. Therefore, the computer was not replaced.